Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece with the helix found retracted with traces of blood. Electrical testing, visual inspection and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was not used and replaced. The patient was in stable condition.